Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 7298158. The device investigation is complete.